Event description:
The customer reported that the system lost patient images. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive and hard drive were replaced. The system was then found to be operating as intended.